Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The c-arm cable needs to be replaced. No conclusion can be drawn, as repair info is unavailable. Pending customer approval for cost of repair.

Event description:
The customer reported that the stenoscop system would not boot up. No pt injury was reported.